Manufacturer narrative:
Section b5 and h6 of this report was corrected. An internal imaging review was performed on imaging (intraprocedural video clips of cine images and 3mensio) provided by the facility. The following observations and impressions were made by an edwards physician's proctor and seen in this order: access via left subclavian approach, the patient had a horizontal aorta, the esheath was seen in the ascending aorta, the wire appears to be in the middle of the left ventricle, valve alignment appears to be done partly in the esheath, the valve was not positioned against pusher and not aligned to the distal marker. The pusher was then seen the against valve, the valve was across the native annulus and was not aligned to the distal marker. Due to poor imagery quality and the camera angle, it was not possible to determine the valve distance from distal marker. Balloon inflation appears faster than recommended, the distal part of balloon inflates first, valve and pigtail in good position, balloon in left ventricle outflow tract, the valve expands asymmetrically and moves proximal towards the flex catheter, and the entire delivery system with valve moves forward into the left ventricle. Conclusion and recommendations: unable to determine tortuosity and minimum luminal diameter of the left subclavian artery as these were not listed in the 3mensio work-up of the patient's screening CT images. The patient had a challenging anatomy with a horizontal aorta (54 degrees). Gross alignment of the valve was completed with the flex catheter still within the esheath. It is recommended pulling the esheath back and allowing the delivery system to be aligned outside the esheath. The valve and pigtail were in good position, however, the valve did not align to the distal marker. Due to imaging quality and the camera angle, the determination of the distance from the marker is unable to be confirmed. Inflation of the balloon appears faster than recommended. A slower inflation may have allowed a dog-bone effect of the balloon. The valve expanded asymmetrically as the valve was not on the working length of the balloon and moved proximal towards the flex catheter during inflation. The entire delivery system with valve was pushed forward into the left ventricle. This report was submitted in error, therefore a correction supplemental is being submitted. After full review of all the available information, the event can be attributed to handling of the delivery system during the procedure. Please refer to manufacturer report number 2015691-2021-01595 for the reportable event.

Event description:
It was initially reported that during a subclavian tavr procedure with a 29mm sapien 3 valve and commander delivery system, the partially expanded valve embolized into the ventricle due to the delivery system balloon 'watermelon seeding' during inflation. However, per imaging review, the valve did not embolize. The valve asymmetrically expanded due to not being aligned between the markers.

Manufacturer narrative:
Voluntary report number: mw5099642. It was reported by the facility in a voluntary event report that during valve deployment, the balloon 'watermelon-seeded' from the valve with mal-deployment of the edwards valve across the native aortic valve. An attempt at re-positioning the valve caused ventricular displacement of the apparatus and perforation of the lateral wall of the lv. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Imaging review results indicate that the patient had a challenging anatomy with a horizontal aorta (54 degrees). The valve was not aligned to distal marker and inflation of balloon appeared to be faster than recommended. A slower inflation may have allowed dog-bone effect of the balloon. Due to the technique used, the valve expanded asymmetrically as the valve is not on the working length of the balloon and moved proximal towards the flex catheter. The entire delivery system with valve was pushed forward into the left ventricle. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
This individual report provides data received from the thv/tvt registry. This is one of two manufacturer reports being submitted for this case. Per report, the maneuvers performed to counteract the balloon movement during deployment resulted in an lv perforation and subsequent patient demise. For this reason, the patient's death will be captured under the delivery system related edwards lifesciences complaint number (B)(4): investigation is still ongoing.

Event description:
Per the field clinical specialist (fcs), during a subclavian tavr procedure with a 29mm sapien 3 valve and commander delivery system, the partially expanded valve embolized into the ventricle due to the delivery system balloon 'watermelon seeding' during inflation. Valve alignment was initially attempted in the esheath, but there was too much tension. The valve was advanced just outside the sheath and valve alignment was completed there. They were able to align the valve in between the markers and proceeded with crossing the native aortic annulus. During deployment, the valve was rising aortic, so forward pressure was placed on the delivery system in attempt to counteract. Only the distal portion of the commander delivery system balloon filled upon inflation, resulting in watermelon seeding and the partially expanded valve was in the ventricle. At this point, tension built up, and with continued forward pressure, the system jumped and perforated the left ventricle. Tee revealed a large effusion. The patient was converted to open surgery, upon discovery of the lv laceration and discussion of the patient's comorbidities, it was determined that they would not withstand perfusion and repairs needed. The decision was made to call the case and the patient expired at the table.